Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that according to the hcp office, the ins did not move. Thus, no further actions were needed and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a stent put in his leg on the tuesday prior to the report. The patient thought the ins may have moved. The caller said the patient rubbed his back, and she felt his back, and they felt the ins had moved. The patient called a rep who suggested the patient make an appointment for x-rays with the hcp. The patient made an appointment for 2:30 on the day of the report to check that the ins was still in line and everything was ok. The caller mentioned the patient has pain "back there" and they were not sure what it was from, but the pain started after the stent was put in. No further complications were reported.